Event description:
(B)(4). About 3 months after having essure implanted, I started having stomach issues, bowel problems, bloated abdomen, no energy, auto immune like symptoms, crunchy joints, red itchy scalp, teeth and gum pain, sensitivity to smells and foods.